Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller alarmed for an emergency backup battery (ebb) fault followed by a blank screen. The device did not react to any pressing of buttons. A self-test was not able to be performed when plugged into the power module or battery power. The system controller was replaced.

Manufacturer narrative:
Section d4: catalog number corrected manufacturer's investigation conclusion: the reported event of a nonfunctional button on the controller¿s user interface panel and a backup battery fault alarm was confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed compromised solder joints on the microcontroller (u10) pins. The improper soldering of the pins affected the mod switch and the 11v backup battery lcs_stat circuits. Abbott initiated a supplier corrective action to further investigate the soldering issue and an awareness training was conducted at abbott receiving inspection for ri inspectors. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document (rev d) under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document # (B)(4), under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook document (rev d) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.